Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-nov-07 reporting that the patient was in chronic pain. The patient had been reprogrammed before and wondered if they would be programmed to have the device reach their back. A health care provider (hcp) appointment was scheduled for the end of the month and another meeting with a manufacturer representative coming up on the week of the report. Per the consumer, they were complaining about the stimulator and that ¿maybe it was dead or something was not working.¿ the patient did not think it was working. The patient could not sleep at night and could not get out of bed. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that since implanted it wasn¿t working on the left side. The patient reported that the healthcare provider (hcp) went in and put another cord up her back on the left side on (B)(6) 2017, but it still wasn¿t working. The patient reported that she thought something went terribly wrong in the operating room when she had the lead revision. The patient reported that she didn¿t know what went on, hcp told her everything was fine. The patient reported that they had to wake her up during the procedure, she was not breathing; it was a horror. The patient reported that she felt everything, it was like going through a nightmare. The patient reported that the hcp made her back look terrible. The patient reported that she came home after the surgery and noticed a big lump/bruise on the side of her knee, black and blue. The patient reported that she also noticed a big lump right in the middle of her spine and she was worried about it. The patient reported that her ins was on the right side and the lump was right in the middle of the spine from whatever the hcp did on (B)(6) 2017. The patient reported that the hcp kept saying it would go away. The patient reported that she had been putting ice on it and nothing happened. The patient reported that it was very painful when she laid on it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that their activity level was minimal and walking and housework was very painful. The healthcare professional repositioned the wires but they did not see to work on the patient's spine or sciatica. The patient was hoping they could reprogram the device to reach those areas. The patient stated they saw their orthopedic doctor for their pain/limp on their knee and had an epidural injection and x-ray. The lump on the patient's spine seemed to be getting better. The patient stated that the surgery unit she had treated her very poorly and she woke up crying and in a lot of pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported a lead revision that happened on (B)(6) 2017. The patient reported that the ¿wires didn¿t hit all the way up and they curved back down so they replaced it.¿ no further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, (B)(4), implanted: (B)(6)2017, product type: lead, product ID: 977a260, (B)(4), implanted: (B)(6)2017, product type: lead. A new code was added to reflect allegations made on the other applicable components: product ID: 977a260, (B)(4), implanted: (B)(6)2017, product type: lead, product ID: 977a260, (B)(4), implanted: (B)(6)2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-04-11 (B)(4) (con): additional information was received from the patient. Patient stated that her previous doctor, she was no longer seeing anymore had "re-wired" her twice to try to fix the issue. When asked to clarify, the patient stated they were re-wired only once. Patient stated there was the initial implant where the doctor placed the leads and then the doctor had an x-ray and had stated that the leads had fallen down about 2 months after implant so he did surgery to re-wire and lift leads up. Patient stated she thinks the re-wiring surgery was performed on (B)(6) 2017. No further complications were needed or anticipated.